Event description:
It was reported the tracheobronchial stent broke apart after deployment within the patient. An airway retrieval basket was used to remove the broken pieces of the device from the patient's airway without issue.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.